Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 25th june 2012 and performed to specification up to the 4th july 2016. The device failed self-tests due to a low battery on the 7th july 2016. A drop in voltage was observed during this time. An in range patient impedance was recorded in the technical log and a shock was delivered. An increase in voltage was observed later that day, with the device passing a self-test. An in range patient impedance was again recorded. A further increase in voltage was observed with the device passing a self-test. It is likely that the power ups, including the low battery fails on the 7th july 2016 were part of bench testing as illustrated by a customer sticker indicating a test date attached to the returned pad-pak. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 2nd - 17th august 2016. The returned pad-pak was inserted into the device and the device passed a self-test. A warning memory full prompt was given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to breakdown of crossover insulation. This resulted in leakage current and indicates this caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Section h1 was input incorrectly, malfunction has now been selected instead of death.